Manufacturer narrative:
Updated data: b5. D10. H6. Continuation of d10: product ID {gwbc30}; product type: {0195-heart valves}; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a post-implant balloon aortic valvuloplasty was performed due to mild paravalvular leak (pvl) caused by heavy calcification. A medtronic guidewire was used during the procedure.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to patient calcification. Following the implant of the valve at 3 millimeters (mm) on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc), a post-implant bav was performed. While trying to insert the guidewire through the valve frame, the balloon became stuck in the strut of the valve, resulting in dislodgement of the valve above the sinotubular junction (stj). Subsequently, a new valve was successfully implanted into the patient.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to patient calcification. Following the implant of the valve at 3 millimeters (mm) on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc), a post-implant bav was performed. The guidewire was inserted through the valve frame, and while trying to insert the balloon, the balloon became stuck in the strut of the valve, resulting in dislodgement of the valve above the sinotubular junction (stj). Subsequently, a new valve was successfully implanted into the patient.

Manufacturer narrative:
Corrected data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.